Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k081297 and upn (B)(4) was cleared in the united states. Neither the product nor the applicable images were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dislocation fracture at c5 and t4 underwent posterior cervical spinal fusion at c5/6 and t2/9. Intra-op, a screw was inserted at left c6. The screw could not grip bone firmly and the lateral mass was broken when performing rodding. Product came in contact with the patient. No patient complications were reported. .